Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2022) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and fifteen days post a port placement procedure, the patient allegedly developed with sepsis. It was further reported that the patient was allegedly diagnosed with thrombosis around the catheter. Reportedly, the port was removed in its entirety from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months fifteen days post placement for port right chest port blood culture results revealed that the organism isolated was commonly found as a skin contaminant and lactic acid value read 9.00 mmol/l which was greater, and it was sign of organ dysfunction and severe sepsis. After two days CT abdomen and pelvis was performed thrombus was suspicious approximately 3.0 x 1.3cm. Next day port removal was planned. The port was freed using blunt dissection. The pocket was then liberally flushed with sterile saline and closed with sutures. The port was removed successfully. Patient tolerated the procedure well. Therefore, the investigation is inconclusive for the reported sepsis and thrombosis issue as the sepsis mentioned as sign of sever sepsis and thrombus was suspicious. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and fifteen days post a port placement via the right internal jugular vein, the patient allegedly developed with sepsis. It was further reported that the patient was allegedly diagnosed with thrombosis around the catheter. Reportedly, the port was removed in its entirety from the patient. The current status of the patient is unknown.